Event description:
It was reported that during an implant procedure, the doctor had difficulty advancing the lead. The doctor then removed the lead so that the tip could be inspected. Upon removal, the doctor discovered that the tip of the electrode had fractured and the stylet was sticking out of the end of the lead. The stylet had not been removed from the lead or bent. The tip of the lead was left in the pt. On 2/23/2010, the doctor was sent the FDA guidance document on unretrieved device fragments.

Event description:
Customer reportedly received results of 84 mg/dl and 380 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.